Event description:
A report was received through a french distributor that the bumper of the enteral feeding device embedded into the gastric wall. The migration happened within a short delay, between one and two months after being put in place. After surgical removal of the embedded bumper, there were no further problems. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the french distributor on behalf of where the incident occurred. This product incident is documented in the kimberly-clarke complaint database and identified, pt number 2.

Manufacturer narrative:
The device involved in the incident report will not be returned for evaluation. Information through the kimberly-clark representative with the end user is provided below. From the incident reported, it appears that the physician "pulled too tightly" the external ring. Which is again in the IFU (information for use). Correct use instructions and afssaps (french government) recommendations have been given to the physician. The external ring is not intended to prevent displacement of the tube. It has a singular function-to prevent the tube from migrating internally, the result of which would be a bowel obstruction. However, when the external ring is improperly adjusted (too tightly) a situation such as the reported event will occur. If the directions are followed, this is preventable. Further, pressure necrosis with infection and dome migration into the peritoneum takes time to develop, a clear indication of negligent pt care. Stoma and tube care are clearly outlined in the directions for use. The first warning of mic peg IFU is at the top of the page and is explicit: warning: after peg tube placement, proper positioning of the bumper against the gastric mucosa must be endoscopically verified. Tension on the peg tube should be avoided to minimize the risk of complications. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.